Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the pain at the site remains the same, but undetermined. The revision has been postponed at this time since the patient does not have approval to stop his blood thinner medication. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a290, serial #: (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the patient started to have pain around the battery pocket at the beginning of (B)(6) and has progressively gotten worse. There were no external/environmental factors known that could have led or contributed to the issue. They checked impedances, which were within normal limits. Attempted to reprogram and change the rate of the stimulation. The patient was going to try sub-threshold stimulation to see if the stimulation may be causing the pain. The patient stated that the pain goes away almost immediately after shutting off the stimulation. The healthcare provider (hcp) plans to do a lead revision based on the fact the patient has relief from pocket pain when stimulation is shut off. The patient will be trying new program rate as well as lidocaine cream to see if it helps. If so, patient will cancel the revision, which is scheduled for (B)(6) 2019. No further complications were reported/anticipated.